Event description:
Caller (nurse) alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2012, inratio: 1.5, 3.1, lab: 2.5. Caller also reported imprecision with inratio meter. Results as follows: date: (B)(6) 2012, inratio: 1.5, 3.1. Time between testing: immediate. Patient's therapeutic range: not provided. Facility has been testing on the inratio meter for about one year. Doctor wanted patient retested after obtaining the 1.5 inr result due to the first qc2h error message. Patient has been able to obtain results on the meter before this. Patients at the facility are normally stable and are established within the facility.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 1.5, 3.1, reference: 2.5, mean: 2.37, confidence limits: 1.4-3.1. Inratio precision data provided by end-user: 1st inr: 1.5, 2nd inr: 3.1, mean: 2.30, sd: 1.13, %cv: 49.19. Analysis of customer's data revealed that inratio and reference test result comparison did meet accuracy criteria. Analysis of customer's data revealed that repeated inratio test result comparison did not meet precision criteria. Customer's results are considered discrepant beyond the context of the documented variability for inr testing. No product is expected to be returned. In-house therapeutic donor testing was performed with retained strips. Result comparisons met both accuracy and precision criteria. (See below) root cause of complaint could not be determined. Investigation results for retained strip lot #273312: (B)(6): 1st inr: 2.8, 2nd inr: 2.6, 3rd inr: 2.6, ref: 2.60, bias thres.: 1.60-3.60, %cv: 4.33. (B)(6): 1st inr: 3.3, 2nd inr: 3.0, 3rd inr: 2.6, ref: 2.89, bias thres.: 1.89-3.89, %cv: 11.84. All replicates for both donors are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv's less than 16%. Precision criteria was also met. No further investigation is necessary. (B)(4). Complaint issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.